Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by discoloration of the drain. The cause of the event was not reported. On an unreported date, the patient was hospitalized for the event. The patient was treated with vancomycin and septacidin for the event (no further details). Twenty-two days after event onset, the patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed. The patient was not recovered from the peritonitis event at the time of death. It was not reported if pd therapy was ongoing prior to death or at the time of death. No additional information is available.